Event description:
It was reported that during a neuroblate procedure, the depth stop locks on the laser delivery probe came loose resulting in the probe changing linear position. The surgeon reported that there was a lot of resistance during initial probe insertion, and the surgeon reported having difficulty getting the depth stop to stay locked during probe insertion. During treatment, it was noticed there was little or no ablation after changing linear positions. It was determined that the ablation was repeated on an area previously ablated. Surgical tape was used to reinforce the depth-stop. The procedure was successfully completed with no sequella. A 3d image sequence was acquired which showed no injury to the patient. The surgeon stated that he thinks the difficulties with the probe insertion were due to an incompletely drilled hole in the skull.

Manufacturer narrative:
Product evaluation the probe was returned for evaluation. Evaluation of the depth-stop mechanism showed no obvious signs of damage. A force test was performed on the depth-stop and verified that the depth-stop met the design specification. In addition, a review of the device history record showed that the device met all functional and inspectional specifications. Testing included depth stop force confirmation and probe shaft od. The cranial mini-bolt that is used in conjunction with the probe and creates a stable trajectory pathway for the procedure was not returned with the probe. However, the ID of cranial mini-bolts are 100% inspected to verify conformity. There have been no reported non-conformities for cranial mini-bolt ID. In conclusion, the product evaluation confirmed product met specifications. An incompletely drilled skull hole can cause the inside edge that results from a tapered drill bit to be smaller in diameter than the outside edge. As a result the skull bone anchor can be inserted properly, but the smaller distal diameter can cause the probe to bind.